Manufacturer narrative:
Date of birth - ni. Concomitant medical products: item name: stemmed tibial component precoat a/p wedged for cemented use only size 3, item number: 00598800300, lot number: 61827011; item name: stem extension offset 13mm dia x 100mm length(combined length 145mm), item number: 00598802013, lot number: 61648510; item name: tibial block and screws precoat size 3 5 mm thickness, item number: 00598800326, lot number: 61762269; item name: tibial block and screws precoat size 3 5 mm thickness, item number: 00598800326, lot number: 61338204; item name: stem extension straight long 12mm dia x 155mm length(combined length 200mm), item number: 00598801112, lot number: 61541859; item name: prc agmt block post sz d 5mm, item number: 00599003401, lot number: 61601930; item name: prc agmt block post sz d 5mm, item number: 00599003401, lot number: 61518812; item name: prc agmt block post sz d 5mm, item number: 00599003401, lot number: 60722583; item name: femoral component option for cemented use only size d right, item number: 00599401492, lot number: 61768113; item name: headed screw 48 mm length single use only, item number: 00579104100, lot number: 61839212; item name: headed screw 48 mm length single use only, item number: 00579104100, lot number: 61845977; item name: headed screw 48 mm length single use only, item number: 00579104100, lot number: 61850416; item name: headed screw 48 mm length single use only, item number: 00579104100, lot number: 61854104; item name: headed screw 48 mm length single use only, item number: 00579104100, lot number: 61854108; item name: headed screw 48 mm length single use only, item number: 00579104100, lot number: 61857850.

Event description:
It was reported the patient was revised for tibial pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.